Event description:
It was reported that the surgeon implanted a micl12.1 implantable collamer lens on (B)(6)2009. As part of the (B)(6), the pt reported "my vision has regressed" on the 18 month pt post-treatment f/u form. The lens remains implanted. Additional information was requested from the physician but not yet rec'd. If any additional information is obtained, a supplemental medwatch report will be submitted. This complaint is for the right eye. See MFR report #2023826-2010-01294 for the other eye.

Manufacturer narrative:
(B)(4): evaluation: method: work order search. Results: a work order search was performed and there were no similar complaints found. (B)(4).